Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 12-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the server and was able to login successfully and confirmed from the customer that the issue had been resolved. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server, four users rxlashae, eusw16814, cumm19085, and rxnatash were unable to access the catlin 1 and 2 pyxis medstations. The users were able to log in to other medstations without any issue; however, when attempting to access the catlin pyxis units, they received an unable to authenticate message. The customer stated that they unlocked the user profiles multiple times, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.